Manufacturer narrative:
(B)(4). Approximate age of device ¿ 51 days. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed bright red blood from the rectum beginning on (B)(6) 2015. The patient was admitted with anemia and had a colonoscopy; the results were not provided. At the time of the event the patient was on aspirin, warfarin and persantine. Unspecified changes were made to the patient's medication. On (B)(6) 2015, the patient was transfused with 2 units of packed red blood cells. It was reported that the issue resolved. No further information was provided.